Manufacturer narrative:
The complaint investigation for false positive architect sars-cov-2 igg results included a search for similar complaints, and the review of complaint text, trending data, labeling, scientific literature and device history records. Return testing was not possible as returns were not available. In-house testing for reagent lot 18099fn00 for both clinical specificity and sensitivity was completed using a retained sample of the complaint lot and indicates that the lot is performing acceptably. Device history record review on lot 18099fn00 did not show any potential non-conformances, or deviations. Product labeling was reviewed and found to adequately address the issue under review. In this case, the potential covid-19 timeline for the patient is unknown as no date was provided for onset of symptoms. In addition, no specific patient history was provided. Per the product labeling, the assay specificity within the 95% confidence level is 99.05% to 99.90%. Per limitation of the procedure section of the package insert, non-sars-cov-2 coronavirus strains, such as coronavirus hku1, nl63, oc43, or 229e, have not been evaluated with this assay. In a population of patients with non-covid-19 respiratory illnesses, no cross-reactivity has been observed. Per product labeling, results should be used in conjunction with other data; e.g., symptoms, results of other tests, and clinical impressions. Results from antibody testing should not be used as the sole basis to diagnose or exclude sars-cov-2 infection or to inform infection status. To assess the clinical performance of the assay, a study was performed using 1070 serum and plasma specimens from subjects assumed to be negative for sars-cov-2. Of the 1070 specimens, 997 specimens were collected prior to september 2019 (pre-covid-19 outbreak). An additional 73 specimens were collected in 2020 from subjects who were exhibiting signs of respiratory illness but tested negative for sars-cov-2 by a pcr method. The total negative percent agreement (npa) is 99.63% (95% ci: 99.05, 99.90). Review of the manuscript bryan et al. 2020."performance characteristics of the abbott architect sars-cov-2 igg assay and seroprevalence in boise, idaho" j. Clin. Microbiol, doi: 10.1128/jcm.00941-20, showed specificity data consistent with product labeling. 1,020 serum specimens collected prior to sars-cov-2 circulation in the united states was tested where one false positive was found, indicating a specificity of 99.90%. Based on the investigation, architect sars-cov-2 igg reagent lot 18099fn00 is performing as intended, no systemic issue or deficiency of the architect sars-cov-2 igg was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 6r86-22 that has a similar product distributed in the us, list number 6r86-20. There was no additional patient information provided.

Event description:
The customer reported false positive sars-cov-2 igg results on one patient on the architect analyzer. The results provided were: on (B)(6) 2020, sid (B)(6), architect = 2.16 index (s/c) (>/=1.4 index (s/c) = positive); on (B)(6) 2020 elisa adaltis sars-cov-2 igg/igm = 2.852 atu negative (cutoff is < 9atu); repeat on original sample on (B)(6) 2020 architect = 2.31 index (positive); unknown rapid method = negative. There was no reported impact to patient management.